Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the escape and activation button of the insulin pump had to press several times to clear alarms. The customer reported that the insulin pump had a blank display and nothing was working. The insulin pump had failed battery test. The customer stated the contacts on the battery cap were neither missing nor damaged. The display did return after inserting the new battery. The customer had to change the battery every two or three days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.